Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855.

Event description:
The icture is dark the lcb is reduced to 70 / 65%. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we confirmed the returned unit and confirmed that the insertion flexible tube was buckled. Based on the result, it was caused due to the excessive force applied on the insertion flexible tube (ift). In addition, we confirmed that the light guide cable broken; however, it is not related to the alleged complaint.